Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead exhibited high thresholds. The physician suspected that the lead had dislodged. No intervention was performed. The patient reported that he was very well and had no symptoms. The patient would be monitored.